Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain and tenderness at the ipg site with stimulation turned on and off. Follow up information revealed the patient met with the sjm representative and stated he has not used his scs system in approximately 6 months. Subsequently, the patient has decided to undergo surgical intervention as the next course of action.